Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) shock lead portion may have caused or contributed to a >125 ohms shock impedance value. A revision procedure was required to address the issue. Initially, the boston scientific crm technical services consultant suspected a marginal setscrew issue may be the reason for the out-of-range impedance measurement since testing, including defibrillation threshold testing (dfts) at maximum energy shock were done with normal result. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
The outcome of the revision procedure was that there was an issue with the proximal coil of the rv lead and no device to lead connection issue. A separate rate/sense lead was in service. The local area sales representative also indicated there had been a setscrew issue. To date, this rv lead has not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated and updated.